Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00401.

Event description:
It was reported that after 78,776 joules the fiber tip was firing straight out of the tip and had diminished power. After 28,126 the second fiber exhibited the fiber tip firing straight out of the tip and had diminished power. The procedure was completed with no harm to the patient.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00401. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the glass cap was fractured at the fiber/glass cap fusion zone. The distal portion of the glass cap was detached and missing. There was devitrification present on the glass cap and slight detritus built up around the devitrification area. The heat shrink tubing open end wall integrity exhibited signs of melting, erased red octagonal sign and partially erased blue arrow indicator. The fiber appeared blackened near the location of the break to the location of melting. Based on the investigation results, an evaluation conclusion code of known inherent risk of device was assigned.

Event description:
It was reported that after (B)(6) joules the fiber tip was firing straight out of the tip and had diminished power. After 28,126 the second fiber exhibited the fiber tip firing straight out of the tip and had diminished power. The procedure was completed with no harm to the patient.